Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 52 mg/dl; cause was not known. Customer consumed a beverage and food to address bg level. The customer continued to use the pump for insulin therapy.